Manufacturer narrative:
The replaced air gas module which regulates the inspiratory air gas flow to the patient has been discarded by the customer and was not available for investigation. Earlier investigations of air gas modules from the same hospital with the same type of failure showed that the cause of the failure was broken and corroded delta pressure transducer on a printed circuit board inside the air gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will lead to failures during pre-use check and activation of alarms during ventilation. Sem-edx analysis (scanning electron microscopy with x-ray microanalysis) was performed on five delta pressure transducers from this hospital and showed that the corrosion was caused by chlorine contamination. Our conclusion is therefore that the cause to the air gas module's failure in this case also is chlorine contamination that has affected the delta pressure transducer. The chlorine might have entered via the supplied air into the ventilator. According to the user's manual, chlorine must not be detectable in the supplied gases to the ventilator. The hospital will be informed that measures should be taken to filter out contaminations e.g. Chlorine.

Event description:
(B)(4).

Manufacturer narrative:
More information surrounding the event have been requested. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).